Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and provided customer onsite support. The fse inspected the analyzer and found air in ise ref solution tubing. The fse cleaned ise, replaced roller pump tubing to resolve the issue. Section a2, a3 and a5: information is not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously high sodium (na) and chloride (cl) patient results, on their au480 clinical chemistry analyzer (pn b12183 and sn (B)(6). The customer indicated calibration and quality control (qc) testing were within expected ranges. There were (20+) patient results reported outside of the laboratory, however, the customer did not provide an update on the patients. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.